Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 50 mg/dl and blood glucose was 180 mg/dl and that a lost sensor alarm and a change sensor alarm were received. The customer also indicated that the electrode was detached when it was removed. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised that the sensors would be replaced but that none would be returned for analysis.